Manufacturer narrative:
Voluntary medwatch MDR report #: mw5120665.

Event description:
Voluntary medwatch form received notes that a patient presented with atrial fibrillation episodes with atrial undersensing on the atrial lead. No changes or intervention was reported. The patient condition was not known.